Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor. The customer states they have been receiving multiple threshold suspend alarms. The customer's blood glucose level at the time of incident was 184mg/dl. The customer states they believe it's the box of sensors, because they did not have any issues or alarms with the last box. The customer states their blood glucose was reading over 400mg/dl, but when they checked manually, it was 302mg/dl. The customer also states receiving a calibration error. The customer is being sent out replacement sensors, and returning faulty ones for analysis.